Event description:
During a follow-up, several noise episodes have been detected in the atrial and ventricular channels. The patient is (B)(6)-year old, and is implanted with medtronic epicardial leads (4968). The pacemaker was implanted in an abdominal pocket. No x-rays were performed. Reportedly, the tests show stable lead impedance values since last follow-up (about 700-900 ohm), although previous patient files show lower values (about 300 ohm). Ventricular threshold is 2.5v/1ms ; (atrial threshold is ? V/0.75ms). R-wave sensing is normal; p-waves are not sensed (the patient has sinus node disease). The physician wants to know if there is any suspected issue with the connection system or with the pacemaker before considering a re-intervention.